Manufacturer narrative:
Unit was received with blank display due to the connector on printed circuit board not plugged in properly followed by a flashing white lcd due to cracked lcd controller on printed circuit board. Unable to verify audio/beep anomalies due to flashing white lcd. Unit was received with missing retainer. Tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to flashing white lcd. Unit was received with cracked and bleeding lcd glass, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked and case damaged at reservoir tube lip and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had reservoir lip ring had damaged. Customer's blood glucose value was 170 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.